Manufacturer narrative:
Results: actuator box.

Event description:
It was reported by service report that the fowler would not lower neither electronically nor via the CPR release function. No pt involvement or adverse consequences are reported.